Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the "wings" or pins of the hemopro 2 extension cable broke of off the device while disconnecting it from the hemopro 2 too. This occurred after vein dissection. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted dif the device is received. (B)(4).